Event description:
The pt called his home health nurse to inform them he could see a dark colored piece of particulate matter floating in the sodium chloride 0.9% solution in his kvo bubble. The kvo device does have a filter that would have allowed the particulate to pass to the pt, but a new kvo bubble was delivered to the pt. No adverse event occurred. Sodium chloride was withdrawn from a bag with a cream colored rubber stopper, inspected, and added to the kvo device. Though no particulate was observed upon inspection of the syringe, if a rubber core was added to the solution by the pharmacy staff, it would have been light in color. Therefore, the dark colored particulate matter would have had to have been in the kvo device prior to any solution being added by the pharmacy staff. The kvo device was inspected prior to dispensing to the pt and no particulate was observed. Upon receipt of the returned kvo device, the product was again inspected by pharmacy staff, and again no particulate was observed. Upon shaking the kvo device several times the dark colored particulate was observed. The kvo device in question and the remaining products of the same lot were returned to the MFR for inspection.